Event description:
Patient presented with high impedance and reported feeling that something had happened to her device. Patient experienced an increase in depression, a burning sensation, and coughing with the device. The patient was referred for x-rays and per the physician's assessment of the x-rays the leads were intact. X-rays for the patient have not been received or reviewed by the manufacturer to date. No known surgical intervention has occurred to date. No additional or relevant information has been received to date.